Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - chapter 3: preparation and inspection, gif/cf/pcf-290 series operation edition. - chapter 5: endoscope reprocessing, gif/cf/pcf-290 series cleaning/disinfection/sterilization. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, water supply volume and water removal ability did not meet the standard value. In addition to foreign material found in the nozzle, the evaluation findings were as follows: due to wear of the angle wire, bending the angle in the "up" direction did not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a chip and white-clouded area, the paint on the air/water cylinder was peeled, the paint on the suction cylinder was peeled, switch #4 had wear, the universal cord had a wrinkle, and the adhesive around the objective lens had a white-clouded area. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material was. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera elite gastrointestinal videoscope had a weak air and water supply. The issue was found during preparation for use for a diagnostic screening which was completed with the same device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle had foreign objects.